Event description:
A 3m precise disposable skin stapler (ref #(B)(4)) became jammed after only a few staples were fired from the stapler. Replacement given to the surgeon and used without difficulty. Reason for use mastectomy.